Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 1(B)(6) was performed from the date of manufacture, 24-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to open and required maintenance. A field service engineer (fse) found that drawer 6 in the auxiliary cabinet was not reporting as closed and identified a small magnet in the latch. The latch was replaced, and hardware and application tests were completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station displayed a "failed to open" error. The affected drawer could not be recovered and prompted a "requires maintenance" message. Troubleshooting steps were performed, including attempting drawer recovery, rebooting the device, and power cycling the station by unplugging and reconnecting the power after 2-5 minutes; however, the issue persisted and the drawer remained non-functional. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.